Manufacturer narrative:
Insulin pump passed sleep current measurement, active current measurement and displacement test. The power management tool confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) was within spec range. No power error noted during testing or in the insulin pump trace download. Pump error 63 (variable 3) alarmed during self test and insulin pump trace download confirmed pump error 63 (variable 3) due to broken trace at pin 1/vdd on keypad assembly. Toggled on/off and increased/decreased volume with the audio feature functioning properly. No audio/vibrate/absence of alarm anomalies noted during testing.

Manufacturer narrative:
(B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump turned off suddenly. The customer¿s blood glucose level was 6.8 mmol/l at the time of incident. Notification light was stopped flashing immediately. The insulin pump will be returned for analysis.